Event description:
On (B)(6) 2020, lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her unspecified onetouch meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation, since the patient was unable to be contacted for additional information. The patient reported that the alleged meter inaccuracy began on (B)(6) 2020. The patient reported obtaining alleged inaccurate high blood glucose readings of "13.7, 14.3 and 15.2 mmol/l" with the subject meter. The patient does not have diabetes but suffers from low blood glucose. The patient stated that she was prescribed the subject meter to monitor her blood glucose levels more closely and claimed her condition had been stable since (B)(6) 2020 with her usual blood glucose range being around "4.0 to 5.0 mmol/l." In response to the elevated readings, the patient claimed she tried to lower her blood glucose with peanut butter and exercise. The patient reported developing symptoms of feeling "weak, tired and anxious" on (B)(6) 2020 after the alleged issue began and when she started to develop "other unspecified symptoms" on (B)(6) 2020 she proceeded to the emergency room (ER). The patient claimed her blood glucose tested "3.0 mmol/l" on the ER meter. It was not reported what treatment the patient received. The products were unable to be replaced as contact details for the patient were not provided. This complaint is being reported because the patient reportedly experienced an acute low blood glucose excursion after the alleged inaccuracy issue began and it is not known what treatment the patient received at the emergency room. The subject meter could not be ruled out as a cause or contributor to the event.